Event description:
It was reported that the right ventricular (rv) lead had varying impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: performance data retrieved from the device connected to the lead was reviewed. A patient alert for high lead impedance was found to have been issued on (B)(6) 2012 during the review of data. Weekly impedance log data showed various spike increases for impedance between 43-184 ohms between (B)(6) 2011 and (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.